Event description:
Per the audiologist's report, this pt's performance declined as overall loudness perception increased. Xrays were normal for electrode placement. Integrity testing was also normal. The surgeon explanted the device in 2006, and reimplanted a new device on the same day.